Event description:
Coil would not pass through catheter. Failure analysis found that the returned coil was damaged.

Manufacturer narrative:
The coil was returned severely damaged. The most likely root cause of the of the coil¿s inability to pass through the microcatheter was due to detached debris in the form of tissue adhering to the distal section of the coil. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ in addition; without the return of the courier 170 microcatheter used in the procedure; it cannot be determined if this component may have had an additional contribution to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.